Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently hospitalized. The details of the customer's hospitalization was not provided. Customer also reported there was a pattern a on their insulin pump. Customer was assisted with programming their insulin pump. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.